Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hyperglycemia. The customer was assisted with troubleshooting for hyperglycemia. The customer's blood glucose was 404 mg/dl and ketones were 5.8. The hyperglycemia was treated with subcutaneous injection. First time with 16 units of insulin lipsro, and second time with 10 units of insulin lipsro. The customer blood glucose was 167 mg/dl and ketones 3.4 after treatment. No product is expected to return for analysis.